Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the patient's right atrial (ra) lead was not able to sense any p-waves. The physician opted to not use the ra lead. The patient stable.